Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this cardiac resynchronization therapy pacemaker (crt-p). Data analysis was performed, and it was found that the device power consumption is increasing abnormally. Boston scientific technical services suggest that they re-evaluate the battery status early (B)(6) 2024 in order to maximize patient implant time before device replacement. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this cardiac resynchronization therapy pacemaker (crt-p). Data analysis was performed, and it was found that the device power consumption is increasing abnormally. Boston scientific technical services suggest that they re-evaluate the battery status early (B)(6) 2024 in order to maximize patient implant time before device replacement. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this cardiac resynchronization therapy pacemaker (crt-p). Data analysis was performed, and it was found that the device power consumption is increasing abnormally. Boston scientific technical services suggest that they re-evaluate the battery status early february 2024 in order to maximize patient implant time before device replacement. Recently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. It is unknown whether this crt-p will be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this cardiac resynchronization therapy pacemaker (crt-p). Data analysis was performed, and it was found that the device power consumption is increasing abnormally. Boston scientific technical services suggest that they re-evaluate the battery status early february 2024 in order to maximize patient implant time before device replacement. Recently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. The crt-p has been received for analysis.